Manufacturer narrative:
The root cause of the bleeding event could not be definitively determined, but the patient's anemic condition may have contributed to the event. The evoke scs system surgical guide details post-operative patient instructions including, "after implantation of the evoke system, patients should take care to allow adequate healing" and "patients may experience redness or irritation at the implant site, in which case they should contact their physician". The manufacturing records were reviewed, and the product met all requirements for release.

Event description:
Following a trial implant procedure for the evoke spinal cord stimulation (scs) system, excessive bleeding was observed at the needle entry site. The patient was evaluated in the emergency department, a computed tomography (CT) scan showed no evidence of hematoma. The incision site was redressed, the bleeding subsided without further interventions and the patient was subsequently discharged.